Event description:
The insulin pump alarmed prime alarm and insulin squirted out during manual prime. Customer was disconnected during prime. The insulin pump's piston continued to move forward after reservoir contact, insulin squirted out, then prime alarm. Unable to leave prime. Drive support cap appears to be damaged. The insulin pump will be returned for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.